Manufacturer narrative:
Not app.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a skin irritation to the point of bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse used adhesive tape for the skin irritation. Follow up indicated that the skin irritation improved.